Event description:
It was reported that this device recorded a code 1003, which states that the voltage is too low for projected remaining capacity. It was reported that a request was made to have data from this device analyzed. Data analysis identified potential high impedance within the battery. Device replacement was recommended. This device remains in service. No adverse patient effects were reported.

Event description:
It was reported that this device recorded a code 1003, which states that the voltage is too low for projected remaining capacity. It was reported that a request was made to have data from this device analyzed. Data analysis identified potential high impedance within the battery. Device replacement was recommended. This device remains in service. No adverse patient effects were reported. At a later date, technical services (ts) received a call indicating this device had its remote monitoring disabled. Ts discussed remaining battery longevity as well device measurements and to consider replacing the device since it had less that 3 months remaining. This device remains in service. No adverse patient effects were reported. At a later date, this device was explanted. A new device was implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
This report is report is being submitted to correct the following fields: device codes field (h6) in section h, device manufacturers only.

Event description:
It was reported that this device recorded a code 1003, which states that the voltage is too low for projected remaining capacity. It was reported that a request was made to have data from this device analyzed. Data analysis identified potential high impedance within the battery. Device replacement was recommended. This device remains in service. No adverse patient effects were reported. At a later date, technical services (ts) received a call indicating this device had its remote monitoring disabled. Ts discussed remaining battery longevity as well device measurements and to consider replacing the device since it had less that 3 months remaining. This device remains in service. No adverse patient effects were reported. At a later date, this device was explanted. A new device was implanted. No additional adverse patient effects were reported.

Event description:
It was reported that this device recorded a code 1003, which states that the voltage is too low for projected remaining capacity. It was reported that a request was made to have data from this device analyzed. Data analysis identified potential high impedance within the battery. Device replacement was recommended. This device remains in service. No adverse patient effects were reported. At a later date, technical services (ts) received a call indicating this device had its remote monitoring disabled. Ts discussed remaining battery longevity as well device measurements and to consider replacing the device since it had less that 3 months remaining. This device remains in service. No adverse patient effects were reported. At a later date, this device was explanted. A new device was implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
This report is report is being submitted to correct the following fields: device codes field (h6) in section h, device manufacturers only. This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited a code 1003 and was demonstrating behavior consistent with a high battery impedance, which put this device at risk of experiencing transient voltage decreases (and associated resets) during telemetry or other normal, higher-power operations. When the device detects an elevated battery impedance, a code 1003 is displayed to alert users that a high battery impedance condition exists. Boston scientific has issued a field safety notice to notify physicians of the potential for accolade family pacemaker and cardiac resynchronization therapy pacemaker (crt-p) devices to exhibit this behavior.

Event description:
It was reported that this device recorded a code 1003, which states that the voltage is too low for projected remaining capacity. It was reported that a request was made to have data from this device analyzed. Data analysis identified potential high impedance within the battery. Device replacement was recommended. This device remains in service. No adverse patient effects were reported. At a later date, technical services (ts) received a call indicating this device had its remote monitoring disabled. Ts discussed remaining battery longevity as well device measurements and to consider replacing the device since it had less that 3 months remaining. This device remains in service. No adverse patient effects were reported.